Event description:
Customer reported negative results for leukocytes on the instrument but the culture and visual results were positive. There was no report of injury as a result of this event.

Manufacturer narrative:
The cause for the discordant leukocytes results is unknown.